Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was achieved with proglide devices, using the preclose technique via a 6f sheath, prior to a percutaneous transluminal impella device insertion and left main coronary artery angioplasty. Reportedly, the procedure was completed and arterial closure was achieved with three proglide devices. Tissue track oozing was noticed at the access site which was treated with a femostop. It was not specified whether or not the oozing was pulsatile. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported failure to achieve hemostasis; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.